Event description:
It was reported that centrella med-surg (product code p7900b100001, serial number (B)(6)), had chair position self run. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician thoroughly inspected the bed and was unable to duplicate the reported issue. The bed functioned as designed. However, if the reported event of of a centrella going into chair position on its own were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.